Manufacturer narrative:
The battery was returned to the failure analysis lab for evaluation (received: 10-nov-2021). Based on the conclusion of the evaluation, the problem could not be verified in lab - the battery, received without any charge, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. The battery mode cf flag was set when the battery was received, indication that the battery needed to be calibrated. Battery calibration was successfully performed and resulted in a battery capacity of 90%. There is no fault found with this battery. This mrx battery was received in a no fault found state. The battery needed to be calibrated. The battery will be scrapped.

Event description:
It was reported to philips that the device's battery is not recognized. Battery fuel gauge reflects full charge. Battery not recognized when placed into multiple different mrx devices. Battery not recognized by multiple cadex c7400 battery maintenance devices.

Event description:
It was reported to philips that the device's battery is not recognized. There was no patient involvement.